Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we find other complaint on the lot number 9583235 (9610711-2024-00272) , we receive one used sample. After disinfections, this device was tested and a sock effect was observed: the mandrel stays blocked in the j catheter and when we try to remove it, some folds are created on the j catheter. According to the information known quality database was checked and revealed one non-conformity opened on october 2024: (B)(4) "mandrin stuck in the vortek j catheter" potentially related to the complaint's description. The root cause analysis is ongoing at this time and actions will follow the results of this analysis. In parallel, an hhe (health hazard evaluation) is ongoing (B)(4). A clinical risk assessment was also performed: experts questioned for advice on the reported blockage have used this device thousands of times, without any issue. In case of such incident, they would recommend to never force, and to remove the catheter and its mandrel as a unit, for replacement by a new catheter. According to them, the main risk would be to lose the tract while removing the guidewire, leading to a significant prolonged procedure. However, it can never be excluded that some surgeons might exert untoward strengths. Such incident of stylet removal failure caused by stylet sliding failure along the pcn j catheter, possibly associated with its white luer-lock connector detachment in a context of forceful maneuvers, preventing release of the pcn j catheters in place, is at risk of losing the stylet within the pcn catheter requiring additional unconventional maneuvers to attempt removal: situation 2: mucosal erosion/hematoma/pain stylet removal failure and/or detachment of the white luer-lock connector may cause mucosal erosion, hematoma, pain due to a little too much movement on the catheter stylet, trying to remove it from the catheter, causes the renal end of the catheter to catch against the wall of the renal cavity, which is severity parameter 3 a rmf evaluation was performed based on criq209 - risk identified 13274 (hazardous situation: catheter is not correctly positioned) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the metal stylet got stuck during the procedure and didn't come out of the catheter.

Manufacturer narrative:
B1, h1: upgraded from malfunction to serious injury as the prolonged procedure was considered clinically significant. H6: health effect, clinical code e2403 removed.

Event description:
According to additional information received, the patient had discomfort, pain and a perinephric hematoma as a consequence. There was a 40-minute delay in the procedure and finally they had to remove both the catheter and stylet and replace with another pcn set.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found one other complaint regarding the lot number 9583235 on the same defect ((B)(4)). B3: estimated date.

Event description:
According to the available information, the metal stylet got stuck during the procedure and didn't come out of the catheter.